Event description:
A (B)(6) female pt's son contacted zoll customer support to report that the pt's monitor was displaying a service code 107. The pt was issued a replacement monitor

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently under way. The reported problem (code 107) has been confirmed. As received, the monitor displayed code 107. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.